Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that his one touch ultrasmart meter was giving him inaccurate low results. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain additional info. The pt reported blood sugar results of 176 mg/dl on the reported lfs meter and 189 mg/dl on another meter, performed within less than 10 of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the lifescan criteria for a difference of less than 30%. According to the pt, the reported issue started on two days earlier at around 1:00 pm. He mentioned about receiving blood sugar reading of 176 mg/dl on the reported lfs meter, 178 mg/dl on an accuchek meter and 189 mg/dl on a freestyle meter, performed within less than 10 minutes of each other. The pt normally tests his blood sugar at least four times daily and takes insulin via insulin pump. It is unk whether the pt was calculating dosage of insulin based on lfs meter readings or another meter readings during the issue. He reported of developing frequent urination sometime after the issue. He denied receiving medical intervention due to the reported issue. He also mentioned about administering some food and beverage sometime during the issue. The customer service agent (csa) verified that the pt was using correct technique to test and to clean the puncture area, he was reading the meter right side up, the unit of measurement was set correctly, and the sample was drawn from an approved source. The pt did not have control solution at the time of call to complete troubleshooting. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of receiving inaccurate low blood sugar results on the reported lfs meter and later, developed frequent urination, which could be a characteristic symptom of hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.